Event description:
The user facility reported that the angio-seal components all assembled in a normal way. The stylet snapped into the sheath, stylet was withdrawn normally, and the plug component double-clicked into the sheath normally. When the plug component and stylet were removed together, the whole assembly came out, leaving the 8fr arteriotomy open and the assembled device in the doctor's hand, not attached to the arteriotomy. Manual compression was held at the 8fr arteriotomy for 45 minutes and hemostasis was achieved. While holding compression, the doctor had the fellow disassemble the angio-seal device to confirm that both the footplate and collagen plug were in the device and not the vessel. Both components were in the device, the footplate had never deployed beyond the tip of the sheath into the vessel. The arteriotomy was in a normal vessel (common femoral) without atherosclerosis and there was no difficulty with the access during this case. The patient was a stroke patient and fortunately did not receive tissue plasminogen activator (tpa) for time-since-onset reasons. Additional information was received on 2022: the patient was stable, and the procedure was completed successfully.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the sample receipt date in section d9, to update section h3, and to provide the completed investigation results. H6: investigation findings - 3221 is based upon evaluation of user facility information and no device return; 213 is based upon evaluation of the returned unused sample. H6 - investigation conclusion - 4315 is based upon evaluation of user facility information and no device return; 67 is based upon evaluation of the returned unused sample. One 8fr angio-seal vip was returned for product evaluation. The returned sample included a sealed packed device with each component. The device was visually inspected and found to have been in unused condition. No signs of damage or deformation to the device components were identified. Functional testing was performed by setting and deploying the returned device. The hemostasis sheath and carrier tube were assembled and inserted into the vessel model. The device was set to the forward lock position and then set to the fully rear-locked position. The anchor, suture, and collagen were deployed. The device worked as intended. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode & effects analysis (fmea).